Event description:
It was reported that the balloon detached. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). Two 4.0mm x 15mm wolverine peripheral cutting balloons were selected for endovascular therapy. The balloon protecters were difficult to remove and resulted in the balloons detaching. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The balloon protector was returned with the entire balloon material of the device lodged inside. For investigation purposes the balloon material was withdrawn from the protector without issue. A visual examination of the returned device confirmed that the entire balloon had separated from the catheter at both the proximal and distal bonds. No issues or damage was noted with the blades. All blades were present and fully bonded to the balloon material. A visual examination found no damage to the tip of the device. A visual and tactile examination identified severe stretching damage to the shaft of the device beginning approximately 2mm distal of the bi-component bond and extending approximately 24mm distally across the shaft. No other issues were noted with the shaft.

Event description:
It was reported that the balloon detached. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). Two 4.0mm x 15mm wolverine peripheral cutting balloons were selected for endovascular therapy. The balloon protecters were difficult to remove and resulted in the balloons detaching. The procedure was completed with a different device. No complications were reported.